Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device passed displacement test, self test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test, and the delivery accuracy test at 0.08640 inches. Device received with scratched case, pillowing keypad overlay, cracked keypad overlay, and cracked belt clip rails, however no cosmetic damage noted at reservoir compartment.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that there was no damage happened to the reservoir retainer ring at the time of the call.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had reservoir lip ring issue. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.